Manufacturer narrative:
Investigation: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the scale was blurred. The returned syringe was examined and exhibited ink on the inner surface of the barrel that would not be removed when exercising the plunger through the length of the barrel. A review of the device history record was completed for batch # 9028795 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: the barrel printer applies ink from a substrate to a molded barrel that has been treated with corona, to get a good adhesion of the ink to the molded barrel. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Root cause for this defect cannot be determined.

Event description:
It was reported that bd¿ syringe w/ needle had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: the scale was blurred.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe w/ needle had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: the scale was blurred.